Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the product leaked during patient use. There was no patient harm.

Event description:
The customer reported the product leaked during patient use. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the product leaked was confirmed. Functional testing was performed. The leak occurred at the engagement between the microbore tubing and the male luer adapter during pressure testing. Further observation under magnification revealed some solvent anomalies that seemed more evident along the area of the yellow stripe of the microbore tubing. The root cause that the product leaked was not determined.

Event description:
The customer reported the product leaked during patient use. There was no patient harm.